Event description:
It was reported that during the initial implantation surgery, an insertion test device was used to evaluate teh insertion depth. It was not possible to insert more than 10mm. A gb configuration was selected for implantation using a double cochlestomy technique. As the ear was a radical cavity, it was very difficult to find the correct site for the cochlear stories. During a CT scan performance after the surgery, it was seen that both electrode arrays were placed at the basal turn of the scale tympanic and scale vestibule. It was also seen during the CT scan that there was cochlear lumen, where a standard electrode could be placed. During the re-positioning surgery, the reference electrode was cut through by accident a new implant was required. The insertion depth was also checked through the scale vestibule using an itd. Discovering that it was possible to insert a full depth through the upper cochlestomy, a standard electrode array was selected for the re-implantation.